Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. There is moisture inside to cassette door. Pt stated no ill effects or antibiotics taken. Effluent has remained clear. There is no sample available for eval.